Event description:
It was reported that the device was leaking and the pt developed an ulcer/pressure sore around the area in contact with the top of the tubing. The pt was then transferred to a speciality hospital due to their co-morbidities. Additional information has been requested but not yet received.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.